Manufacturer narrative:
The heart is a multivalvular system with heart valves function to promote coordinated forward blood flow during the cardiac cycle. Repairing or replacing one valve might affect the function of another valve by changing the heart structure and/or the hemodynamics. Additional unplanned intervention might be required to restore the normal forward blood flow. The potential for serious injury is not remote. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient-related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
It was reported via patient registry that intra-operatively after a replacement 21mm aortic valve was implanted, there was moderate to severe mitral regurgitation on the basis of a tethered anterior leaflet as a result of the aggressive debridement and closure of the abscess cavity at the level of the aortic annulus. A decision was made to promptly reinstitute cardiopulmonary bypass and replace the mitral valve. A 25mm valve was implanted. Tee documented no evidence of aortic insufficiency or mitral regurgitation. Patient was discharged home in stable condition on pod #25. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Reference CAPA-20-00141.